Event description:
It was reported that patient was unable to enter MRI mode, patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 6183676.

Manufacturer narrative:
The reported event of high lead impedances was confirmed. The lead was received complete. Microscopic inspection of the lead revealed all wires were broken at 21.3cm distal to the stimulation end. All channels measured open due to the broken wires.